Event description:
The customer was hospitalized with dka. The doubleshooting conducted indicated that the device was working properly. The doctor said he was unable to perform the high pressure test because the reservoir is empty and the reservoir compartment was very dirty. Advise to clean with a small brush and call back for further testing.